Event description:
I have the essure implants to prevent pregnancy I submitted a prior complaint. After having the implants inserted, I've experienced pelvic pain ever since. I also am experiencing hair loss and irregular menstrual cycle.